Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted for suspected premature battery depletion. A new s-ICD was successfully implanted and no additional adverse patient effects were reported. A field safety notice was delivered to physicians in august 2019 regarding a subset of emblem family devices that had experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. The emblem population that may be impacted by this issue was expanded in december 2020. In january 2020, a manufacturing mitigation was implemented to control the amount of water present in the device case (which was determined to be a source of excess hydrogen).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted for suspected premature battery depletion. A new s-ICD was successfully implanted and no additional adverse patient effects were reported. A field safety notice was delivered to physicians in (B)(6) 2019 regarding a subset of emblem family devices that had experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. The emblem population that may be impacted by this issue was expanded in (B)(6) 2020. In (B)(6) 2020, a manufacturing mitigation was implemented to control the amount of water present in the device case (which was determined to be a source of excess hydrogen).